Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, of a gastric surgery procedure, after the device was used for anastomosis during the o peration, the anastomotic stoma was bleeding. The surgeon added one more suture to the anastomosis to stop bleeding.